Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, an operating room (or) staff called to report a u-02 fault on the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to review the logs, but none were available. The staff had already power cycled both the erbe and the system, but the issue remained. The tse advised staff to use a force triad as a validated bypass if available, or to bring in a vision side cart (vsc) from another system. The caller stated they would likely bring in another vsc and the call ended. At this time, it is unknown how the procedure proceeded.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found related to the reported event. The iesu was installed onto a golden system triggering the u-02 error replicating the reported event. As a result of this investigation, failure analysis has concluded that the u-02 error was found to be a probable root cause.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.